Manufacturer narrative:
(B)(4).

Event description:
The pt underwent implant of a paddle lad through a thoracic laminotomy site. The pt developed complete thoracic paraplegia as a result of spinal cord compression due to epidural hematoma which occurred subsequent to the implant procedure. There was no evidence that the pt revealed the preoperative "risk factors" which would have lead to conclude that postoperative epidural hematoma was a major surgical risk. Rapid decompression of the epidural hematoma led to marked neurologic improvement. Add'l info has been requested.